Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated in an abnormal way. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of blood were evident on the tool handle. On microscopic inspection, it was observed that the heater wire was bent and detached at the tip but remained attached at the base. Charred tissues and blood were evident on the jaws and on the heater wire. The silicone coating on the jaws appear intact. Based on the returned condition of the device, the reported failure mode "bent wire¿ was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated in an abnormal way. According to the customer, it was the wire filament that separated off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated in an abnormal way. According to the customer, it was the wire filament that separated off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4).

Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4).